Event description:
User facility medwatch report # mw5107187 received states: "one of the 2 suture plates from a proglide suture-medicated closure system found missing after use to close a right femoral puncture site for a tavr procedure. FDA safety report ID#: (B)(4)." Additionally information received: the location of the separated foot is unknown. Hemostasis was achieved via sterile dressing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report # mw5107187.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.